Event description:
Customer reportedly received result in the 300's (mg/dl) and result of 70 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer has discarded the test strips; replacement was sent.